Manufacturer narrative:
The investigation determined the ¿<¿ symbol was displayed on the vitros laboratory report of a vitros 5600 integrated system, but was not displayed on the customer¿s laboratory information system (lis) for the vitros tobra assay. The assignable cause was user error, as the ¿include measuring range flag in result¿ option was not enabled on the vitros 5600 instrument, therefore; the ¿<¿ symbol would not be uploaded to the lis, by design. The vitros 5600 instrument was performing as configured by the user.

Event description:
The customer reported that the ¿<¿ symbol was displayed on the vitros laboratory report of a vitros 5600 integrated system, but was not displayed on the customer¿s laboratory information system (lis) for the vitros tobra assay. Therefore, the result obtained from the vitros instrument did not match the result in the lis for the same patient sample. If undetected, an erroneous result could be reported from the laboratory and lead to inappropriate physician action. In this event, the customer detected the discrepancy and no erroneous result was reported from the laboratory. There was no allegation of patient harm. (B)(4).